Manufacturer narrative:
This is one event (cardiac arrest, ventricular fibrillation, and ventricular tachycardia) of two events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac arrest, ventricular fibrillation and ventricular tachycardia on or about (B)(6) 2008 after the use of the product.